Event description:
A 3000e had been connected to a pediatric PICC line for a few hours when the nurse went to flush the line to administer more medicine. The customer reported that they were unable to flush the line with a 10 ml syringe, the 3000e appeared to be blocked. On closer inspection, the nurse noticed that there were two cracks on the female luer adaptor. From the reported info, there are no indications of serious injury to the pt or user as a result of these incidents.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.